Manufacturer narrative:
Device lot number, or serial number, unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site needs to have the frame replaced. It was also noted that the spring is getting too lose to hold its position and moves during a case. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: updated with lot number and UDI. Updated with device manufacturing date. Analysis on the returned percutaneous pin resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the spring tension on the returned frame appears to be in the normal range and is otherwise functional. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned, supplemental report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.